Event description:
Atty's report of pt's alleged pain and abscess due to defective mesh: in 2001 - the pt underwent a ventral hernia repair with implant of a kugel patch. In 2005 -the pt presented to the ER with complaints of pain and tenderness, she was found to have an abdominal wall abscess. In 2005 - the pt underwent an incision and drainage of the wound abscess then discharged on antibiotics. In 2007 -the pt has had complaints of abdominal pain in the region of her previous abscess.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.